Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# (B)(4)) lot 0274403 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 0274403 was manufactured according to specifications and met performance requirements. Customer reported one false positive result with bd max sars-cov-2 reagents kit lot 0274403 which was negative upon repeat and by the british columbia centre for disease control. Customer provided one run file (run 33) from instrument ct0333 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents instruction for use. The customer identified sample b05 of run 33 as a potential false positive. The sample was positive for n1 target only and negative upon repeat. Manual pcr curve adjudication was conducted for this sample (b05 in run 33). Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Analysis of the pcr curve shows an amplification for both n1 and n2 targets, although only the n1 target crossed the threshold to report a positive result. However, the initial fluorescence is higher than other samples in all channels and present a step dislocation in the raw pcr signal near the last cycle, which generated a drop in all channels including the rnasep target channel. Considering these observations, it is not possible to confirm if the amplification corresponds to a true positive result. Bd is unable to confirm the cause of the issue. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 0274403. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4).